Event description:
It was reported that the patient underwent a transplant. The patient had a right ventricular assist device (rvad) and was status 1. The patient received implantable cardioverter defibrillator (ICD) shocks for sustained ventricular tachycardia (vt) and was re-admitted. They were rising creatinine, lactate and increasing pressor and inotrope support requirements required mechanical circulatory support for their right ventricle. The device operated as expected. Right heart failure did not exist prior left ventricular assist device (lvad) implant, but a device related issue reportedly did not cause/contribute to right heart failure. Arrhythmia resulted in clinical compromise and the patient had a history of arrhythmia with an ICD implanted pre-lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure and arrhythmia could not be conclusively determined through this evaluation. No product available for investigation. The heartmate 3 lvas instructions for use (IFU) lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. This document also outlines indications of right heart failure, as well as possible treatments. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Right heart failure and cardiac arrhythmia are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.